Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that they have  been having trouble with the patient programmer off and on. They said it did it three times in a row when tried to change batteries. They were getting the poor communication screen last week after changed the batteries. They changes their batteries once a month. Patient has a really tender spot along the waist line kind of over where the implant is. Patient said her weight only fluctuates by 10 pounds. Referred her to the doctor about the tenderness. The tenderness started just recently within the last month maybe. They had quite a few accidents in the last week or so without warning. The accidents have been in the last 10 days at the max. Patient thought before they felt stimulation in the leg. Agent did not ask about the circumstances that led to the reported issue. Checked patient's settings and she was at 5.0 volts on program 3 and their stimulation was off. It was explained that stimulation needed to be on to get relief. Walked caller through turning on stimulation and she turned it up to 5.2. The patient stated, "it seems like every time I've had a little trouble, when I take it into the doctor, he kind of just checks it to make sure if it's set and that's all he ever does." The patient indicated they believed they felt stimulation in the legs, "when I first got it" (referring to the implant date).

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.